Event description:
A customer reported to baxter healthcare regarding a vial mate reconstitution device where they stated that something inside the device broke, causing the solution to leak out of the vial. An azthromycin vial and a unknown baxter 250 ml IV bag was attached to the vial mate. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned to the plant for evaluation. The reported condition of ?diluent ran outside the vial? Was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.